Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. It was reported that there was a tpn line filter failure with tpn/il infusing. Verbatim: we had another report of a tpn line filter failure with tpn/il infusing. This was the first one that we had come from the pavilion¿still nicu, but level 3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007, batch no: unknown. It was reported that there was a tpn line filter failure with tpn/il infusing. Verbatim: we had another report of a tpn line filter failure with tpn/il infusing. This was the first one that we had come from the pavilion¿still nicu, but level 3.